Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 748251, serial (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7482a51, serial (B)(4), implanted: (B)(6) 2007, product type: extension. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received which reported the patient died on (B)(6) 2017 of klebsiella bacteremia with sepsis, dementia, and parkinson¿s disease. Relevant medical history includes parkinsons dual and movement disorders. Refer to manufacturing report # 3004209178-2017-19684.